Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in-clinic a diagnostics issue displaying inaccurate estimated remaining longevity values to elective replacement indicator was observed. The issue was resolved. The patient is in stable condition and will continue to be monitored.